Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported the patient's right ventricular lead was oversensing noise. There was also low sensing noted. The lead was capped and replaced on (B)(6) 2022. The patient was stable.